Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h12c08128 and h12c13060 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of catheter tore into bowel and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer service, the following was reported. On an unreported date, the patient's catheter tore into the bowel. On (B)(6) 2012, the patient experienced peritonitis as the catheter tore into the bowel. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On an unreported date during hospitalization, the pd catheter was removed and the patient began in center hemodialysis for an undetermined amount of time. On an unknown date, the patient was discharged from the hospital. The nurse stated that the peritonitis may have been caused by the pd catheter embedding into the bowel, but the nurse had no final report. At the time of this report the patient had recovered from the events. Per the consumer, the events of peritonitis and the catheter tore into the bowel were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.